Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure post deployment of four coils it was noticed that a microfilament was hanging in the vessel proximal to the coil pack. The microfilament was snared and retrieved into the catheter. It was observed that it was still attached to one of the coils in the coil pack. The coil was removed into the catheter still attached to the microfilament. Once this was removed successful embolization of the target vessel was achieved. No reported injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the implant separated from the pusher with coils severely stretched at the proximal section, and the monofilament exposed and broken, which is consistent with the alleged product issue. The broken monofilament and stretched implant indicates the device experienced a tensile break, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.